Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed "pacer fault 122" and "pacer fault 126" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.